Event description:
At 1 year and 1 month after the primary, the patient came in reporting pain due to tibia loosening and the cause is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 april 2022. Lot 2008512: (B)(4). Expiration date: 2025-12-03. No anomalies found related to the problem. (B)(4).